Event description:
The event is reported as: alleged issue: the cuff exploded when the nurse pushed 20ml of water inside balloon. No reported pt injury. Pt condition reported as fine.

Manufacturer narrative:
Sample has not been received by MFR in time for this report.